Manufacturer narrative:
A product investigation was completed: the tip of the screwdriver is strongly twisted in anticlockwise. The proximal end is broken off. The strong deformation at the tip is clear indication of exceeding applied torsional force while use. The broken surface is homogenous what indicates material conformity. Review of the device history records shows that this lot was released after faultless final inspection, the used material is conforming to the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. (B)(6) subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4)- manufacturing date: december 15, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that four (4) instruments broke during a surgical procedure on (B)(6) 2015. No reported surgical delay. Additional information is not available. This report is 2 of 4 for (B)(4).